Manufacturer narrative:
The field service engineer (fse) went to the customer's site and found that the central unit was not connected to the database. The fse discovered the ethernet port was disabled. The fse was unable to determine who turned off the setting. The port was re-enabled to resolve the customer's issue and the fse tested the device to confirm functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. This complaint is a supplemental to MFR report number 9610816-2024-000912, due to the registration number changing. (B)(6).

Event description:
It was reported that ICU station 1 all telemetry is unable to connect to the central monitor. The device was reported to be in use at the time of the event. No adverse event was reported.